Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2021, it was reported when the patient would disconnect at the quick release to take a shower, it locked in the place and would remain locked for hours. However, in the middle of the night it disconnected, and she was not able to receive any insulin for hours and she wake up with an extremely high blood glucose level. She had to squeeze the sides to disconnect and in this one, only one side needs to be squeezed and it would disconnect very easily. The patient had seven boxes of the sets that does not work. The infusion set stayed in the skin, but the quick release came off while she was sleeping. Moreover, the site location was patient's stomach, and the infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, her blood glucose level was 320 mg/dl. No further information available.

Event description:
On 25-oct-2021: follow up information was submitted to update awareness date and the result of complaint investigation of the returned unused device (10 sets) showed that all the test results were within specification. Based on the result: medical device problem code, component code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported when the patient would disconnect at the quick release to take a shower, it locked in the place and would remain locked for hours. However, in the middle of the night it disconnected, and she was not able to receive any insulin for hours and she wake up with an extremely high blood glucose level. She had to squeeze the sides to disconnect and in this one, only one side needs to be squeezed and it would disconnect very easily. The patient had seven boxes of the sets that does not work. The infusion set stayed in the skin, but the quick release came off while she was sleeping. Moreover, the site location was patient's stomach, and the infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, her blood glucose level was 320 mg/dl. No further information available.